Event description:
While trying to reintroduce the guidewire (subject device) back into the microcatheter, the wire broke close to the rotating haemostatic valve (rhv). It was reported that the physician did not experience any friction with the device. The physician removed the remaining piece from the microcatheter and finished the procedure with another guidewire.